Event description:
This case is one of three in which a physician identified a trend of restenosis within a short period of time after the stent had been placed. This case-restenosis occurred 7 days after initial procedure. The patient returned to the emergency department with chest pain and went to the cath lab for a second stenting procedure. The original stent was thrombosed and remains in the patient. The patient's second hospitalization was uneventful: the patient did not have a myocardial infarction. There was no difficulty placing the initial stent (the procedure was uneventful) and the physician/staff do not know why this event occurred. The physician and staff involved in the procedure are very experienced with this device.====================== manufacturer response for multi-link coronary stent system, mulit-link mini vision (per site reporter). ====================== the physician involved with the case reported the event to the manufacturer representative for our facility. The rep reported no issues have been reported within the last several months.